Event description:
When stryker instrument (ligasure impact without nano-coating large jaw open sealer/divider ref# lf4418 lot# 11050828) was plugged in, ligasure machine gave message. Check instrument. Tried to trouble shoot instrument, not successful, opened another instrument same ref# lf4418 lot# 1106763, and received same check instrument message from machine. Eventually the second opened instrument started to work. FDA safety report ID # (B)(4).